Manufacturer narrative:
Section d10, returned to manufacturer on of the initial medwatch report indicates: blank; section d10, returned to manufacturer on of the initial medwatch report should indicate: 04/24/2024; section h3, device evaluated by mfg of the initial medwatch report indicates: no; section h3, device evaluated by mfg of the initial medwatch report should indicate: yes. Section h6, method code grid of the initial medwatch report indicates: type of investigation not yet determined, 4118; section h6, method code grid of the initial medwatch report should indicate: testing of actual/suspected device, 10; section h6, results code grid of the initial medwatch report indicates: results pending completion of investigationm 3233; section h6, results code grid of the initial medwatch report should indicate: no device problem found, 213; section h6, conclusion code grid of the initial medwatch report indicates: conclusion not yet available, 11; section h6, conclusion code grid of the initial medwatch report should indicate: cause not established, 4315; section h11, additional mfg narrative of the initial medwatch report indicates: "stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56." Section h11, additional mfg narrative of the initial medwatch report should indicate: "a stryker field service representative (fsr) evaluated the customer's device and was unable to duplicate and unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use."

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.